Event description:
The patient called out that they "couldn't breathe". Rn responded to call. The xlt trach was broken at the swivel on the flange of the trach. There are no lot numbers on the affected product itself that can be used for specific lot information.